Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment and contamination of device requiring surgical intervention, appears to be related to operational context. In this case, it is possible that the reported entrapment and contamination of device requiring surgical intervention are related to the device placement and use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the diamondback peripheral orbital atherectomy device (oad) got stuck in the mildly calcified and mildly tortuous left anterior tibial artery (ata). Attempts to snare the oad were unsuccessful and therefore, the patient underwent popliteal bypass surgery during which the crown of the oad was removed. The images received showed that the oad was contaminated. The patient was hospitalized post femoral-popliteal artery bypass graft.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback peripheral orbital atherectomy device (oad) got stuck in the mildly calcified and mildly tortuous left anterior tibial artery (ata). Attempts to snare the oad were unsuccessful and therefore, the patient underwent popliteal bypass surgery during which the crown of the oad was removed. The images received showed that the oad was contaminated. The patient was hospitalized post femoral-popliteal artery bypass graft.